Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074422) on 26-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("clip of essure still in uterus"), device expulsion ("clip of essure still in uterus") and ovarian cyst ("cyst encompassing ovary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d), dexlansoprazole (dexilant), duloxetine hydrochloride (cymbalta), liothyronine, losartan, pravastatin, sulfasalazine and ubidecarenone (co q-10). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability and intervention required), device expulsion (seriousness criteria disability and intervention required) with pelvic pain, ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") with inflammation and polyp ("polyps"). The patient was treated with surgery (she had surgery to remove essure), surgery (she had surgery to remove essure) and surgery (she had to remove ovary). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, ovarian cyst, endometriosis and polyp outcome was unknown. The reporter provided no causality assessment for device dislocation, device expulsion, endometriosis, ovarian cyst and polyp with essure. The reporter commented: an disability/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device dislocation ("clip of essure still in uterus"), device expulsion ("clip of essure still in uterus") and ovarian cyst ("cyst encompassing ovary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d), dexlansoprazole (dexilant), duloxetine hydrochloride (cymbalta), liothyronine, losartan, pravastatin, sulfasalazine and ubidecarenone (co q-10). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability and intervention required), device expulsion (seriousness criteria disability and intervention required) with pelvic pain, ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") with inflammation and polyp ("polyps"). The patient was treated with surgery (she had surgery to remove essure), surgery (she had surgery to remove essure) and surgery (she had to remove ovary). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, ovarian cyst, endometriosis and polyp outcome was unknown. The reporter provided no causality assessment for device dislocation, device expulsion, endometriosis, ovarian cyst and polyp with essure. The reporter commented: an disability/ permanent damage intervention was mentioned but not specified and/ or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.